Manufacturer narrative:
Concomitant medical products: product ID: 3522a, product type: transmitter. Product ID: neu_unknown_lead, product type: lead. Product ID: 3522a, product type: transmitter. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped working about 6 months to a year ago. The patient was implanted with the device in 1987. The patient thought that the handheld device worked fine. The patient thought that there was a problem with the unit inside of him and wanted to be tested and recalibrated to make it work again. The patient did not use the device everyday only when he was in rather severe pain. The patient reported a loss of therapeutic effect. The patient reported tenderness and no stimulation sensation. The patient reported that they tried replacing antenna and that did not solve things. The patient believed that the transmitter still worked because the light indicators worked however he wanted to try another transmitter to rule out the current transmitter. The patient stopped feeling stimulation about a year ago and about 9-10 months after he stopped feeling stimulation the skin/tissue became really tender and hurt. The locations of the symptoms were not far from the spine site and a little left of midline, where incision is over the lead/extension connection. The patient stated that it felt like there was a splice at the lead/extension connection. The patient reported that the area was no longer sensitive. X-rays do not show that anything is out of place. Later it was reported that the cause was unknown. The patient was going to get a different transmitter to see if he could get it to work again. The patient decided to try it again because his spine surgeon urged him to do so in an attempt to reduce some of his back pain and to delay going back to surgery. Troubleshooting was limited to trying a new antenna, which did not make a difference. The patient was doing fine but the device still did not work. Later it was reported that the patient received the replacement transmitter and that did not work either.